Manufacturer narrative:
No product was returned for evaluation. The report of elevations in power and estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a direct correlation between the device and the reported hemolysis could not be conclusively established through this evaluation. The log file, which contained approximately 10 days of data from (B)(6) 2017, captured several pump power/estimated flow elevations between (B)(6) 2017. After the spikes, pump power/estimated flow returned to the baseline range. The device operated above the low speed limit throughout the entirety of the log file. A specific cause for the change in pump parameters could not be determined. The patient remains ongoing on pump support and no further related events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 6 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the customer submitted log file for review. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log file showed an increase in power and a high increase in flow. There were no other unusual events noted in the event history and the pump appears to be operating within set pump parameters as intended. Additional information received on 17oct2017 reported that the patient is doing well although their lactate dehydrogenase (ldh) remains in the 700¿s. No changes were made to the patient¿s medications or pump settings and they are just currently monitoring the patient. No additional information was provided.